Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was 500 mg/dl at the time of the incident. The customer treated their blood glucose levels with manual injections. The customer stated that there were no significant events that could led to the motor error alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test due to faulty force sensor resistor. No motor error alarms were noted and the motor was tested outside the device and passed. However, the operating currents are within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. The insulin pump had cracked battery tube threads and minor scratches on the lcd window.